Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor exhibited false pause episodes due to undersensing and possible loss of contact. It was noted that the device may have moved during physical activity. Noise and diagnostics anomalies were also noted. It was noted that the heart rate was accelerated during activity markers and that no t-wave was confirmed after qrs waves. The descending t-wave was confirmed after the pause before the qrs wave. It was suspected to be due to the loss of contact. No intervention was performed. Patient will continue to be monitored.